Event description:
Pt issue, not device issue. Pt was smoking while on o2 concentrator at 4 l/m. The cannula ignited and pt received burning to facial area. Pt reported to hosp for treatment and was kept overnight for observation for family member's diagnosis of chronic airway obstruction. In house investigation shows that the pt and next of kin were repeatedly instructed on o2 safety, no smoking while on o2. Pt remarked to co investigating individual, "that they knew better" and "it was their fault". Pt was re-instructed on oxygen safety, along with next of kin. Conclusion: pt issue not a device issue. Co plan: re-evaluate pt x 2 weeks.